Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed, and the patient would continue to be monitored. The patient's condition remained stable.